Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa and the wds was inserted into it. The closure device was deployed in the laa of the patient, but it did not meet release criteria and needed to be fully recaptured. After the device was fully recaptured it was noted on transesophageal echocardiogram that the patient had a small pericardial effusion. There was no drop in blood pressure and no medication was given to the patient for treatment. The effusion was monitored and the procedure was continued. The effusion remained stable and a second closure device was deployed and released in the laa of the patient. The patient was then given 55 of protamine and sent to recovery. There was no intervention for the effusion and the patient recovered and was stable. The patient has since been discharged from the hospital.